Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-04011 and 3005099803-2011-04012 address the other devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the first clip (mr# 3005099803-2011-04010) grasped tissue but would not release from the delivery catheter; therefore, it was pulled off the tissue. No bleeding occurred as a result. As the device was being removed, the clip assembly detached inside the scope, and it was pushed back into the patient during introduction of the second resolution clip device. The physician decided to leave the detached clip assembly inside the patient to pass naturally. The second device (mr# 3005099803-2011-04011) also failed to release from the delivery catheter; however, the tissue reportedly tore when the clip was pulled off. This resulted in additional bleeding, which was resolved with a third clip (mr# 3005099803-2011-04012), thus completing the procedure. While the third clip was reported to be difficult to release, it was confirmed that the clip did ultimately deploy after some manipulation of the scope. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: clip failed to release from delivery catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.